Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for essential tremor. It was reported that that device does not work. There were no patient symptoms alleged and no further complications are anticipated.